Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system. The alarm was cleared and a prime was attempted; however, the insulin pump alarmed compromised force sensor system again. Troubleshooting did not occur. The insulin pump was not returned for analysis at this time.